Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the pressure sensor was found in the error log. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The outlet side panel was replaced to resolve the issue. Additionally, since tobacco smell was conformed, the following parts were replaced: machine flow sensor. Blower assembly, oxygen blending module sub-assembly. Cooling fan assembly, fan retainer, blower mount, blower bellows seal, tubing low flow o2. Tubing ¿ system board. Tubing ¿ fio2. Tubing ¿ blower chassis, blower cap. Blower chassis plate. Also, damage was found to the vanity cover assembly and internal battery door so they were replaced. These findings were not related to the reportable malfunction/issue.